Event description:
The customer reported that during a training session, the physician attempted to deploy the vasoseal es. Dr pulled the locator back to locate the arteriotomy as instructed. During dilation, the es was pulled out of the arteriotomy as the physician pushed the dilator forward with his left hand while pulling on the locator with his right hand. The j-segment became trapped in the subcutaneous tissue. The physician was unable to disengage the j-segment on two attempts, as the handle was stuck. The physician then removed the dilator and then the locator from the pt. Upon inspection, after removal, the j-segment was absent. A fluoroscopy was performed on the entire arterial structure of the left limb and the j-segment was not observed. A visual inspection and 6 cm dissection of the locator was performed and the j-segment was not observed within the shaft of the locator.